Event description:
It was reported that customer saw cgm error and was unable to continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not reappear, and successfully started new sensor session, with no additional issues reported.